Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Corega is bringing me several problems. If it's hot and it dissolves and traps the whole intestine [accidental device ingestion]. Have had difficulty having a bowel movement [bowel dysfunction]. Sometimes I go 3 days without going [constipation]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 74-year-old male patient who received double salt dental adhesive cream (corega ultra cream without flavor) cream (batch number x54k 411, expiry date 30th september 2024) for denture failure. This case was associated with a product complaint. On an unknown date, the patient started corega ultra cream without flavor. On an unknown date, an unknown time after starting corega ultra cream without flavor, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), bowel dysfunction, constipation and product complaint. The patient was treated with collinsonia canadensis, picosulfuric acid sodium, polygonum punctatum, senna (almeida prado 46). The action taken with corega ultra cream without flavor was unknown. On an unknown date, the outcome of the accidental device ingestion, bowel dysfunction, constipation and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, bowel dysfunction and constipation to be related to corega ultra cream without flavor. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: this case was reported by a consumer via call center representative (phone) on 29aug2022. The consumer reported that "corega is bringing me several problems, his fixation is not good. If it's hot and it dissolves and traps the whole intestine. I have had difficulty having a bowel movement. I noticed this month that this has happened. He doesn't fix it all day like he says and it even comes out expensive, I pay 84 reals. I use fixadent and this never happened before. I no longer have the little note, I lost it. I've taken the almeida prado to be able to use the bathroom. Sometimes I go 3 days without going. If you want to send me a sample to prove it."

Manufacturer narrative:
Argus case ID: brch(B)(4).

Event description:
This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 74-year-old male patient who received double salt dental adhesive cream (corega ultra cream without flavor) cream (batch number x54k, expiry date 30th september 2024) for denture failure. This case was associated with a product complaint. On an unknown date, the patient started corega ultra cream without flavor. On an unknown date, an unknown time after starting corega ultra cream without flavor, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), bowel dysfunction, constipation and product complaint. The patient was treated with collinsonia canadensis, picosulfuric acid sodium, polygonum punctatum, senna (almeida prado 46). The action taken with corega ultra cream without flavor was unknown. On an unknown date, the outcome of the accidental device ingestion, bowel dysfunction, constipation and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, bowel dysfunction and constipation to be related to corega ultra cream without flavor. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: this case was reported by a consumer via call center representative (phone) on 29aug2022. The consumer reported that "corega is bringing me several problems, his fixation is not good. If it's hot and it dissolves and traps the whole intestine. I have had difficulty having a bowel movement. I noticed this month that this has happened. He doesn't fix it all day like he says and it even comes out expensive, I pay 84 reals. I use fixadent and this never happened before. I no longer have the little note, I lost it. I've taken the almeida prado to be able to use the bathroom. Sometimes I go 3 days without going. If you want to send me a sample to prove it." Follow up information was received on 14sep2022 from quality assurance (qa) department regarding product quality complaint with case number 03925677 for lot number x54k, expiry date: 30sep2024. Investigation evaluation: problem definition: ultra corega cr nn s/sab 68g br- lot x54k due to lack of duration in the fixing. In-process controls n/a review of the in-process controls carried out during the packaging of the batch is carried out, designed to detect, and minimize anomalies in relation to the appearance and integrity of the product, without finding any reported anomalies. Among the controls carried out prior to packaging. The physical-chemical tests carried out for the release of the batch. The tests are carried out by monitoring the batches of ultra corega crema. These tests fall within the established parameters. Review of the associated documentation: a review of the associated documentation of the lot and product is carried out. In batch card, no abnormalities were recorded in the production process and all manufacturing and packaging operations were carried out agree with the established steps. All materials associated with the manufacture of the lot are approved. In order to ensure that the quality of the product is maintained throughout its useful life, it is supported by stability studies that guarantee that the adhesion parameter is maintained throughout its useful life, when the product is preserved in the recommended storage conditions. No anomalies or observations are reported in the in-process controls performed. No deviations are registered for the lot. Response to consumer (if applicable): an investigation was performed by operational quality, based on the review of the documentation. The manufacturing operation was conducted following the steps defined in the batch card and all the ipcs performed during the packaging met specifications. All raw materials used in the manufacture of bulk product were approved. This kind of complaint is related to different individual factors associated with dental prosthesis. If consumers improperly place the dental prosthesis, especially leaving a space between them and the cream, is possible that the product cannot reach the expected adhesiveness. Additionally, the consumer is expected to have different experiences based on various individual factors, such as the adjustment / placement of dental prostheses and their oral anatomy, which can determine the performance of dental adhesive creams. For the above, it is concluded that the present complaint is unsubstantiated. The investigation reports concluded that, complaint stands unsubstantiated. The pqc number was reported as pqc(B)(4).